Event description:
On (B)(6) 2020, neotract was made aware of a physician reporting bleeding of a patient following a prostatic urethral lift (pul) procedure. The physician reported that the patient was not on anti-coagulation drugs prior to the procedure. A cystoscopy revealed that the patient had bleeding from the implant site and bladder clots, which required cauterization and irrigation. No additional information, including procedure date or current patient condition, was provided.